Event description:
It was reported that a patient who had an initial right total shoulder arthroplasty underwent a revision procedure approximately 8 months post. The patient had a successful total shoulder arthroplasty, but has since had cuff failure causing the surgeon to revise to a reverse. Provided images show wear of the glenoid component. The implants were removed and replaced without complication. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.